Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk. The operating currents were within specifications and no low battery or off no power noted. The device had missing end cap sticker. Unable to confirm the motor error alarm. The motor passed the motor test. Further testing could not be performed due to the prime anomaly.

Event description:
The customer reported that the insulin pump alarmed motor error during the basal delivery while she was asleep. The blood glucose reading was 400mg/dl. Troubleshooting was performed. Reviewed the alarm history and found multiple motor error alarms. The caller stated that the device was not exposed to a high magnetic field. Assisted the customer to run the displacement and self test and they passed. The customer mentioned that the device alarmed no delivery during manual prime. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.